Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt did not exhibited an undercorrection; however, the pt exhibited a 3 line decrease in bcva at 1 month post-op in the right eye. This report is for the right eye. There was no decrease in bcva for the left eye. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/13/2007.